Manufacturer narrative:
(B)(4).

Event description:
The patient turned her implantable neurostimulator (ins) off and it would not turn back on the next morning. The ins was unresponsive to telemetry attempts by a physician programmer, the patient programmer, and a recharger. The health care professional interrogated the ins and did not find a power on reset condition. The impedance was 1869 ohms on multiple combinations. The impedances were >3600 ohms on all combinations that included electrode 0. The combination of electrodes 1 and 12 had an impedance of 2837 ohms. The combination of electrodes 1 and 13 had an impedance of 2600 ohms. X-rays were taken but did not show anything abnormal. Additional information indicated that the patient did not feel paresthesia when her stimulator was turned up to 10.5v. Another x-ray was taken that revealed a kink in one of the leads. A revision was scheduled. A follow-up report will be sent if additional information becomes available.